Manufacturer narrative:
The accu-chek inform ii meter + rf serial number is (B)(6). The products have been requested for investigation but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results and error messages using the accu-chek inform ii test strips with the accu-chek inform ii meter + rf. Results were provided for one individual. The customer tested themselves to try to recreate the issue. The initial result at 18:55 was 152 mg/dl. The second result at 18:56 was 111 mg/dl. The same finger and fingerstick from the first result were used for the second result.

Manufacturer narrative:
Medwatch field h6 type of investigation, investigation conclusion, and component code were updated. Medwatch field d9 is updated. The customer's meter and strips were received for investigation. All returned results are within the acceptable range. The log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation. No damage or contamination was observed. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Investigational testing was performed using glycolyzed blood. Analysis of the raw data was performed, and all results were acceptable. The alleged issue could not be reproduced. No product issue was found.